Event description:
Our labor unit will take blood pressure and spo2 vitals from our philips fetal monitor. Information is imported to our cerner fetal link emr (electronic medical record). The issue we have been experiencing started to occur shortly after our implementation with cerner. When our labor unit disconnects the spo2 cable from the patient and leaves the bp cuff on for timed readings, normally we will get a "sensor off" alarm that the nurse can accept by clicking on the alarm message. This will silence the alarm. Then nursing will remove the sensor from the front of the fetal monitor and store the cable. This will normally cause a "no sensor" alarm that again can be silence by clicking on the alarm message. What has happened on occasion is when nursing is disconnecting the sensor from the fetal monitor; they get a sensor malfunction alarm. The alarm cannot be silenced unless you reset the power to the unit. Also, if nursing is trying to take a blood pressure during this situation, blood pressure values will populate except for the heart rate (it looks like fetal monitor is still connected to the spo2 sensor even though it has been removed) which leaves a "???" Displayed for heart rate. Nursing tries to get the heart rate value from the blood pressure, but they can't until the power is cycled on. Once cycled, the heart rate value does populate. However, the value doesn't integrate into our emr. This causes some confusion to our nursing staff and difficulties in getting accurate data into our emr and causing slight delays in patient care. We have contacted philips technical support and they are looking at some possible solutions. One of the top is software revision. Current software revision we have is f.01.55. Philips indicated they are on software revision g. Manufacturer response for fetal monitor, avalon fm50 (per site reporter): we have contacted technical support and they are looking at some possible solutions. One of the top is software revision. Current software revision we have is f.01.55. Philips indicated they are on software revision g. They are expected to call back this week (8/31/2015) after some additional research on their end. Reference number for this call is (B)(4).